Manufacturer narrative:
Follow-up #1: date of submission 01/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2016 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2015 at 14:59; deliveries never resumed. The last bolus delivery was on (B)(6) 2015. On (B)(6) 2015 at 10:54, the pump was manually suspend and manually resumed at 11:20. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The pump was exercised for 24 hrs with no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose greater of 400 mg/dl with crankiness and moderate ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total due to the pump being suspended and that customer changed the basal program. It was reported that the patient's healthcare provider made recent changes to their bolus settings. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.